Event description:
It was reported the patient had not recharged the ipg for 3 months. The patient was unable to communicate with the ipg using the external devices. It was reported the physician planned to undertake surgical intervention to replace the ipg at a future date.

Manufacturer narrative:
Recall: 1627487-12192011-003-r, 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.